Manufacturer narrative:
System was used for treatment. Kit lot d345 was reviewed. There were no non-conformances related to the complaint. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for tubing leak, alarm #49: return bag - air detected. This assessment is based on the information available at the time of the investigation. Investigation still in progress at the time of this report. A supplemental report will be filed when the investigation is complete. (B)(4).

Event description:
Customer reports return line air detected alarm at end of prime. Customer stated they connected the patient, pressed start, return line air detected alarm occurred. Customer noted air bubble in return line, opted to turn the return pump tubing segment in the counter clockwise direction, this is when return pump tubing broke and saline leaked onto the pump deck from the bottom of the pump tubing organizer. Customer disconnected the procedure, aborted the kit with no return of blood/products to patient. Customer stated they taped patient's access for 30 mins and started procedure with new kit. Customer stated patient was in stable condition. Customer will return kit for investigation.

Manufacturer narrative:
The pump tubing organizer (pto) portion of the kit was returned for analysis. The returned components were pressure tested for leaks and a leak was confirmed from the return filter housing below the filter inlet line. Based on the observed location, the leak appears to be from the welded area of the filter housing. However, evaluation of the returned components was unable to determine the root cause of the leak. (B)(4).